Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 500 mg/dl. Troubleshooting was done. Assisted customer with performing a 5 unit fixed prime, and the customer stated that insulin did exit the tubing. The customer was unable to remove the infusion set to examine the cannula. The customer requested replacement infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.